Event description:
The field engineer reported that the system displayed a stator not on error message. This error message will likely result in a system shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicates. The system was operating as intended.